Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The technician confirmed technical findings like corrosion in device. There was evidence of foam contamination inside the blower kit, fluid contamination and insect infestation. There was no report of patient harm or injury. The device was scrapped. **UDI related data quality updates only** the UDI in section d4 previously reported was incorrect. The UDI information has been updated correctly with the correct format.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The technician confirmed technical findings like corrosion in device. There was evidence of foam contamination inside the blower kit, fluid contamination and insect infestation. There was no report of patient harm or injury. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.